Manufacturer narrative:
There was no indication of calibration or qc problems. The customer replaced the glucose electrode the day before the event and there was no indication of problems on the day. A bci field service engineer (fse) replaced the glucose module. A root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to discrepant duplicate glucose (glucm) results generated by unicel dxc 800 pro synchron clinical system for two patient samples. The first patient result was 96 mg/dl with the duplicate of 74 mg/dl. The rerun results were 92 and 93 mg/dl. The result of 96 mg/dl was reported for this sample. The second patient results were suppressed with init rate lo flag. There is no indication of true result reported. There was no effect to the patients as the tests were run in duplicates and the results were confirmed prior to releasing out of the laboratory.